Event description:
It was reported that this patient was admitted to the hospital because of an episode of loss of consciousness and subsequently experienced dizziness in the hospital. The patient was in a room full of possible sources of interference and the hospital previously had problems due to these interferences. The patient is pacemaker dependent and no abnormalities were found upon device interrogation. It was also mentioned that the patient had similar symptomatology a few years ago and it had been attributed to neurological reasons. The patient performed provocative maneuvers and some small noise was found in the right ventricular (rv) lead. The noise inhibited pacing, so the device was programmed to voo mode. The physicians then decided to surgically abandon the rv lead and to explant the implantable pacemaker. A new pacemaker system was implanted as replacement. No additional adverse patient effects were reported. The lead model/serial number was unable to be obtained.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this patient was admitted to the hospital because of an episode of loss of consciousness and subsequently experienced dizziness in the hospital. The patient was in a room full of possible sources of interference and the hospital previously had problems due to these interferences. The patient is pacemaker dependent and no abnormalities were found upon device interrogation. It was also mentioned that the patient had similar symptomatology a few years ago and it had been attributed to neurological reasons. The patient performed provocative maneuvers and some small noise was found in the right ventricular (rv) lead. The noise inhibited pacing and caused a few seconds of asystole, so the device was programmed to voo mode. The physicians then decided to surgically abandon the rv lead and to explant the implantable pacemaker. A new pacemaker system was implanted as replacement. No additional adverse patient effects were reported. The lead model/serial number was unable to be obtained.